Event description:
It was reported that during a hip procedure on (B)(6) 2010, the surgeon was rasping the proximal side of the device when the locking clip loosened and fell out of the provisional. No patient injury was reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records was not possible as lot identification has not been provided. Review of design confirms that normal use of this instrument should not affect the tightness of the clip component; clip is intended to prevent the screw from falling out of the rasp. There is no tool to be used to remove the clip. If device is returned an evaluation will be performed and results will be reported. As device has not been returned, no further evaluation can be performed. This report submitted september 24, 2010.